Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an air in line alarm. Alarm acknowledged and patient confirmed all connectors were tight, but did visualize air in the tubing. Pump powered off and tubing clamped near port. Attempt to disperse air bubbles, however, there were too many and the bubbles were quite big. There was no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer. 17, 20, 14.